Event description:
The patient reported they woke up on the morning of date notified and felt stimulation was not high enough, so they tried to increase stimulation and got an out of regulation (oor) message. It was stated that the patient is uncomfortable now. There were no falls or trauma related to the event. Follow up with the healthcare provider (hcp) is to be conducted and the patient was set at 4.10. Follow up information received from the hcp on nov-21 reported that the cause of the discomfort, stimulation not high enough, and oor were leads # 1 and # 3 on the left electrode being discontinuous with the implantable pulse generator (ipg) leading to elevated impedances. The patient's ipg and the patient were clinically evaluated on (B)(6) 2016, and a test was done by the neurosurgeon who provided an alternate program that avoided contacts #1 and #3. The next steps will be determined by the neurosurgeon. The patient's indication for implant is parkinson's dual and movement disorders.

Event description:
Follow up information received from the patient reported that they met with their physician on 2016-nov-16. It was stated that the physician believes their discomfort, stimulation not being high, and oor code are the result of a lose connection in the wiring leading to their stimulator. The physician was able to change the settings of their stimulator in order to bypass the loose connection, which appears to have resolved the issues.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.